Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime and a33test, excessive no delivery test and displacement test. Unit received with minor scratches on lcd window. (B)(4)

Event description:
The mother of a customer reported via phone call that her daughter had high blood glucose of 450 mg/dl and would like to check pump to see if it is working properly. Child's current blood glucose is 300 mg/dl. Troubleshooting found that the high pressure test failed but then passed on the second try. Customer was advised to follow up with doctor regarding high blood glucose and to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised that the pump would be replaced and to return the product for analysis.